Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 0x2071, with no notable events occurring beforehand and unknown impact to the customer¿s blood glucose level because the caller declined to provide this information. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset pump, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged these instructions.